Event description:
The patient has a lumbar and a cervical scs system. This event is related to the lumbar system. It was reported following hospitalization, communication could not be established between the patient's ipg and multiple external devices. The reason and date of hospitalization are unknown. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.